Event description:
Pt developed compartment syndrome on the lateral side of both lower legs following craniofacial surgery. Our flowtron universal system was used intra and post-operatively. Anti embolic stockings were used as well. The pt had craniofacial surgery on (B)(6), lasting 7 hours. Flowtron calf garments and anti embolic stockings were used in theater and pressures were measured. The pt stayed overnight in (B)(6) where flowtron garments were re-applied over anti embolic stockings, no pressure readings were documented. The pt complained of pain in their legs. The pt was transferred to the ward where ipc (intermittent pneumatic compression) was discontinued and anti embolic stockings were continued. The pt still complained of pain in the legs and on exam they were found to have compartment syndrome. The pt was taken back to theater on (B)(6), for fasciotomy, the pt has since had a further two episodes of surgery. Outcome and prognosis not yet known. We understand flowtron calf garments were used - we are still waiting for confirmation of size.

Manufacturer narrative:
This report is being filed under exemption e2011014 by arjohuntleigh on behalf of the MFR getinge ((B)(4)). The event occurred in (B)(6). We (MFR) have received info from both the facility and the competent authority ((B)(4)) regarding the event and includes: day 1 10:15 hrs: a (B)(6) male pt undergoing corrective cranio-facial surgery for crouzon syndrome. Pre-surgery ted stockings plus flowtron calf garments were applied to both legs and the system activated. Device function verified and records at 30 min intervals. Operation finished at 17:00 hrs. Day 2 10:30: pt extubated following sedation and ventilation overnight. Pt complaining of pain in both feet. In the afternoon pt continued to complain about leg/foot pain. Day 3 and onwards: pt diagnosed with compartment syndrome in a very narrow (approx 3 cm) region just above both ankles. Returned to theaters on a number of occasions for decompression of compartment syndrome and fasciotomies. Details of injury (to pt, carer or healthcare professional): pt diagnosed with compartment syndrome in a very narrow region just above both ankles. Action taken: incident was discussed with rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Device is thought to have been in use on day 1 taken away, on trust request, (B)(6) ((B)(6) 2012). The eval of the device to date is currently being carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.